Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure when the manufacturer re presentative (rep) replaced the computer for another issue and booted up the system the camera would continuously beep and cycle. The rep went in and checked the ndi toolbox and all systems passed. There was no patient present.